Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: clearly demonstrated that the 5-fu leak was from the bung on the pump. No contact was made with his skin, he was asymptomatic and had normal observations. The port was healthy with no evidence of a reaction. Clinical update: was there any patient/user harm because of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No contact was made with his skin, he was asymptomatic and had normal observations. The port was healthy with no evidence of a reaction. Which procedure was being carried out at the time? Continuous 48 hour infusion via pump. Was there any delay to the procedure because of this incident? If so, please quantify as accurately as possible. Yes, patient treatment was stopped until able to attend the following day. Delay approx. 12 hours. Is there a sample available to collect? Yes, sample was kept in aseptic's unit.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. The exact root cause was unable to be determined at this time. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.